Event description:
It was reported that pump displayed malfunction alarm malf 0 and did not turn back on after being turned off, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, and was provided replacement pump by technical support; no additional information was received regarding the final outcome after replacement.